Manufacturer narrative:
Investigation summary: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported hemorrhagic stroke could not conclusively be established through this evaluation. The account communicated that the patient expired due to a hemorrhagic stroke on (B)(6) 2018. No alarms were reported for this event. Multiple requests for additional information were sent to the account; however, no further details were provided. Heartmate ii lvas, serial number (B)(4) was not explanted for evaluation. The hmii lvas IFU lists bleeding and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years, 10 months and 10 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired due to a hemorrhagic stroke. Further information was requested but has not been provided.